Event description:
On (B)(6) 2010 patient reported she was going through the change the cartridge function and when the piston rod was attempting to return, it was making a grinding noise. Patient stated 'returning piston rod' was frozen on the screen for awhile so she ended up taking the battery out. Patient reported when she put the battery back in the infusion device it went to the stop mode. Patient stated when she boluses, she is starting to hear the piston rod make a grinding noise in both directions. Patient reported the plunger is not stuck on the piston rod. Patient stated insulin has not been spilled inside of the cartridge compartment. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.